Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an afx bifurcated stent graft and vela suprarenal on (B)(6) 2014. Endologix became aware of a re-intervention for this patient on the same date of completion (B)(6) 2018, which was performed to treat a 3b endoleak. The patient was asymptomatic prior to the secondary procedure and is doing well post procedure. During this re-intervention, the nose cone got stuck deploying the new graft, after which the physician converted to an open explant.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: the type iiib endoleak and deployment issue of right limb complaints are confirmed. The type iiib endoleak complaint was device related (use of strata material). Device, user, procedure or anatomy relatedness of the right limb deployment complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable and doing well. The manufacturing lot review confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%.